Manufacturer narrative:
This report is being submitted following retrospective review of historical rga returns conducted during quality system remediation. The device may have been returned under the prior rga process, not designating the associated complaint and is no longer available for physical evaluation. A retrospective complaint evaluation and MDR assessment were completed using available information and documentation. Procedures have since been revised to require complaint/MDR screening and appropriate device retention, when complaint returns are received. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced nocturnal hypoglycemia while using the ilet pump and was advised by a healthcare professional to revert to manual injections, leading the user to request a return; the user later attempted to resume use for convenience before ultimately proceeding with the return. Symptoms included hypoglycemia with low blood glucose at night. Outcomes included no reported alarms, no healthcare facility visits, and no hospitalization. Investigation included review of customer communications and field team consultation. Investigation of this case revealed that the device performance concern could not be substantiated and that the cause of the hypoglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.